Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number 650-0662 item name delta ceramic fem hd36/+3mm lot # 3033496. Item number 010000668 item name g7 pps ltd acet shell 62h lot # 6629901. Item number 30103608 item name g7 vit e neutral lnr 36mm h lot # 64460748. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent right total hip arthroplasty. Subsequently, patient experienced a periprosthetic fracture and was revised two (2) weeks later. Attempts have been made and additional information on the reported event is unavailable at this time.